Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Complication device related: unknown. Rehospitalization required for surgical site/orthopaedic complication (B) (6) 2008. Treatment: revision/component removal: shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.